Event description:
The customer reported having issues in the past weekend with bent cannulas and the infusion set was changed several times. The customer experienced high blood glucose and was in the emergency room with high blood glucose of 800mg/dl. The customer stated that after she was given her insulin, they released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.